Manufacturer narrative:
Product ID 387745, lot# b0825528k, implanted: 2008-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
Analysis of the lead (model# 387745, lot# b0825528k) found no significant anomaly. The stimulation lead body was cut through and the product was segmented. Continuity was acceptable on both segments.

Event description:
It was reported the lead showed high impedances (> 10,000 ohms) and therapy delivery was no longer possible. The lead was revised in the or. The old lead was to be returned. Patient outcome: the patient is fine.